Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. The manufacturer¿s international service technician calibrated and cleaned the touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.